Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device, inside the patient. Imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that during the procedure, while placing the stent by the physician a piece broke off. The physician was able to retrieve the broken piece. The procedure was completed with another of the same device and there no patient complications reported.